Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/11/2014 with the following findings: the display was observed to be dim, fading and reddish in color. The keypad cover was observed to be intact and all keypad buttons responded normally to testing, however, the bolus button cover was found to be missing. The keypad cover was removed for further investigation and there was no evidence of contamination found under the button contacts.

Event description:
The pump was returned for investigation. Investigation revealed a dim, fading and reddish colored display. This report is made based on results of investigation completed on 09/11/2014.